Event description:
The attached report by mitha, et. Al., alleges that 2 cases of delayed hydrocephalus, requiring surgical placement of 2 ventriculoperitoneal shunts, were caused by migration of hydrogel material from hydrocoil embolization coils used in the treatment of cerebral aneurysms, into the csf (cerebrospinal fluid) of the brain.

Manufacturer narrative:
The foreign material identified by the authors is not likely to be hydrogel originating from hydrocoil embolization coils. The reasons for this are as follows. H&e staining of tissue samples requires the use of chemicals that will desiccate the hydrogel. Thus, on h&e stained slides, the presence of hydrocoil hydrogel is witnessed by the presence of a void in the tissue specimen, as opposed to the presence of a solid mass of material as is shown in figures 1 and 2. The histopathological slides shown in figures 1 and 2 in the article show the foreign material to be string-like in physical configuration. Hydrogel dislodged from hydrocoil embolization coils will be configured in amoeboid-shaped clumps, as opposed to long, string-like configurations. The co believes that the foreign material identified in figures 1 and 2 in the article is likely to be cotton or polypropylene originating from the original surgical implantation of the shunt into the brain ventricle. The co believes that the inflammatory response observed by the authors is related to the endovascular hydrocoil materials of construction. Blood stagnation, clotting, and thrombus breakdown products are highly chemotactic, and likely are the cause of these inflammatory complications.